Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported an over-infusion of heparin. Patient had been receiving heparin at 1000 units/hour after admission to ed for chest pain. During transfer to another hospital the alaris pump module set was connected to an ms iii infusion pump set. Upon arrival at the receiving hospital, the ms iii set was clamped while the rn verified md orders for continuing the heparin infusion. When the nurse returned to the bedside, the heparin bag was found empty and the slide clamp was dis-engaged. 23,000 units of heparin were reported to have infused. As a result, cardiac catheterization was delayed by 10 hours. No further patient or event information was provided.